Event description:
The customer stated an emergency room doctor questioned an elevated troponin-I result of 0.47 ng/ml (customer's normal range 0.0 - 0.03 ng/ml) generated on the axsym analyzer. Controls had previously been within range earlier that morning, but when retested, control values were out of range. The customer replaced the sampling probe, replaced the bulk solutions, and used new lots of reagent to troubleshoot the control issue. Controls were run and were within range. The patient sample was retested yielding a value of <0.02 ng/ml and a corrected report was issued. No impact to patient management was reported.

Manufacturer narrative:
(B) (4) the customer replaced the sampling probe, replaced the bulk solutions, and used new lots of reagent to troubleshoot the controls out of range results. The customer ran a successful fluidics check and meia verification. After troubleshooting, the customer ran controls and results were within expected ranges. The customer reran patient samples and found discrepant results had been generated. The customer requested service because they found the axsym was leaking and there were puddles on the floor under the axsym. The field service representative (fsr) found the sampling probe was loose and in need of calibration. The fsr tightened and calibrated the sampling probe. The fsr found the waste drain was overflowing. The fsr replaced the quick disconnect kit and the waste bottle assembly to resolve the leakage problem. The fsr performed a startup and flushed fluids to verify the leakage was resolved. The axsym system operation manual contains adequate information on the probable causes and corrective actions for inconsistent results. The probable causes include dirty, damaged, misaligned or malfunctioning sampling probe. The troponin-I adv package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. A complaint service history review found no additional discrepant result complaints have been documented for axsym (B) (4) since the sampling probe was installed correctly and calibrated. A review of quality metrics for the axsym analyzer did not identify any adverse trends for troponin assay discrepant results generation. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01 related to the issue under investigation.